Manufacturer narrative:
The reported events of oversensing noise and inadequate capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection found multiple cuts to the optim sheath at the proximal region of the lead, which is consistent with procedural damage. X-ray examination of the entire lead did not reveal any anomalies. All damage noted to the returned lead was consistent with occurring at the time of the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, an increase in the capture threshold and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.